Manufacturer narrative:
Current product labeling notes the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used.

Event description:
A nurse reported 3m¿ curos jet¿ disinfecting caps were placed on the needleless connector ports of a patient's IV tubing. The nurse reported a curos cap "failed" on one of the needleless connector ports and a puddle of propofol IV medication was found on the floor underneath the IV port. The nurse reported this resulted in the patient not receiving the appropriate dose of medication. No additional information has been received to date.